Event description:
It was reported that the patient¿s blood glucose (BG) levels rose to over 446 mg/dL while wearing the Pod on their arm between 36 and 48 hours. Because the patient¿s BG levels were continuing to rise, the patient administered a correction dose, but the levels did not improve. Upon removal of the Pod, the cannula was found to be bent.

Manufacturer narrative:
This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed, and the product lot met all acceptance criteria. Locked Down Smartphone: PHONE_CONTROL_IOSOmnipod Software App Version: 2.2.1Operating System: 26.5Hardware: iPhone14.8CGM Sensor Type: Data not availablePlease note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.